Manufacturer narrative:
The investigation for the introducer damage has been completed. The companion sheath was returned for evaluation. Two kinks were present on body of companion sheath. The returned product label for the 7fr companion sheath was also returned. Clinical details noted that sheath was not used and damaged straight out of box. As the customer reported that the sheath was found to be damaged out of box. The root cause of the packaging issues was most likely a damaged component as the sheath was found to be kinked out of box. A trend chart was pulled for all 7fr low profile companion sheaths used with impella cp pumps from november 2023 to november 2024 with a failure mode of "packaging issues" and a root cause of "defective component", this is the only occurrence therefore no trend could be established.

Manufacturer narrative:
An impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the companion sheath was damaged and unable to use out of the box. A replacement sheath was used and there was no patient harm.